Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer guidewire wouldn't deployed (seemed locked) and needle wouldn't retract fully. Had to abort procedure and stick again. No other information was provided.